Event description:
The customer reported that the screen on the system goes black. There is a false contact in the memory processing module.

Manufacturer narrative:
(B) (4). The ge service rep dismounted the plates, and cleaned the contacts. The system operates as intended.